Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during inflation at below 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.